Event description:
The dealer stated the end user was hit by a vehicle. There was no further information provided about what happened prior to or after the accident's occurrence. There has been no evidence provided that shows the wheelchair malfunctioned or contributed to the accident. The dealer stated the end user received injuries and has been transported to the hospital for further evaluation. There were no details provided on what injuries were sustained or the current treatment being provided.

Manufacturer narrative:
Background information: quickie 2 wheelchair owner's manual, page 6 states: "do not use any chair that has been involved in a motor vehicle accident. The frame and/or components may have been changed due to the accident. Such items could be, but are not limited to: bent, loosened, and/or broken components that were subjected to an impact." Discussion: in evaluating the complaint, the dealer stated that on october 3, 2024, the end user was hit by a vehicle while crossing the street in their quickie 2 wheelchair. There was no further information provided about what happened prior to or after the accident occurred. There has been no evidence provided that shows the wheelchair malfunctioned or contributed to the accident. The dealer states the end user received injuries and has been transported to the hospital for further evaluation. There were no details provided on what injuries were sustained or the current treatment being provided. Conclusion: in conclusion, there is no evidence of malfunction from the wheelchair. Due to the allegation of potential serious injuries that required medical transport to the hospital, this MDR is being filed.